Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt was in pain and did not have stimulation. The charger was unable to locate the scs ipg. A replacement charger was sent to the pt. No further info is available at this time.